Event description:
The facility's clinical engineer reported an infusion pump with an 810.04 failure code. The clinical engineer stated they have no record of any pt incident involving this pump since the last baxter service event.